Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. *during an unspecified procedure, the subject device was used. An unspecified error occurred after the user used it for a while. The user checked the device and noticed that the plastic cover on the jaw was missing. The user stopped using it and changed it for another device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1. The distal end of the tissue pad was peeled away because the customer performed output while grasping nothing (including the case the user kept activating after cutting tissue). 2. The peeled tissue pad was broken off because the user activated output while grasping it. [Contact to non-insulated area of jaw] 1. The distal end of the tissue pad was worn away because the customer performed output while grasping nothing (including the case the user kept activating after cutting tissue). 2. The probe and the non-insulated area of the grasping section became in contact with each other. 3. Output was performed under this situation, an error occurred. [Contact to another instrument] during output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, we presume that an error occurred. The above device handling has warned in the instruction manual.